Manufacturer narrative:
Corrected data: d3, MFR establishment name. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 45630. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the error code was cleared. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called stating that his pump was alarming and displaying error code ¿41626¿. The event had occurred during infusion. There was a patient involvement and no reported harm.